Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing noise was observed on the right ventricular (rv) pace/sense channel which led to the delivery of inappropriate anti-tachycardia pacing for the patient. The patient was seen back in the clinic and noise was able to be reproduced through manipulation of the device in the pocket and when the patient raised their left arm. Fluoroscopy showed there may be lead chatter and/or a header connection issue. Surgical intervention was performed and the ICD was explanted and replaced. The rv lead remains implanted and in service. No additional adverse patient effects were reported.